Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the stimulator is not working meaning that they had no control of their symptoms yesterday and went all over themselves the day of the call. The patient was seeing a por (power on reset) message on their programmer. The patient indicated that they had carpal tunnel surgery within the last month on one side and again on the other a few weeks later. The patient was redirected to their healthcare professional. Additional information was received. The patient turned their device off prior to surgery and was seeing the por message at the time of the report. The caller was assisted with bonding the icon to the 8840, but was unable to. They reported when they interrogated with the patient programmer they saw the por message. No patient symptoms were reported. They were also speaking with manufacturer representative at the time of the report.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that the exact cause to the power on reset (por) was unknown. The most likely cause was due to the patient's carpal tunnel surgery. Additional steps included the healthcare provider (hcp) calling the rep and asking them to guide the hcp through the process that apparently tech services was not able to do. The rep was able to do this successfully. The por was cleared. The issue is resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.